Manufacturer narrative:
Complaint statement co21-2100-203: no samples were received. Received customer pictures. We have no further complaints on the material/batch. We have no further inventory of the material/batch. A review of quality, production, and maintenance records shows no deviations in relation to the reported event. The complaint cannot be determined.

Event description:
Customer states tube had chunks in it. The tube gave a "clot detect" error on the au. It was then visually checked and there were chunks floating in the plasma. There were small strands and chunk/blob in the plasma. The centrifuge is the one provided by beckman for their automated line. The speed is 3,000 rcf for 4 minutes. The tubes are inverted the recommended number of times as per IFU. The sample was not refrigerated before being loaded on the analyzer as it was in the morning run. No product available of this lot as they went into a new lot number.